Event description:
Both prongs of the stryker saw blade which should fit into the drill, broke off. One prong fell into the surgical field. The second was not recovered. The patient was x-rayed prior to closing. No prong was found.